Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and observed a hemostatic valve blood leakage issue. During the procedure, it was found that hemostatic valve of the vizigo sheath was damaged. Changed to another sheath to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 28-may-2026. The section where the blood leakage issue was observed was the hemostatic valve. Approximate volume of blood that was lost was 5 ml. Air did not enter the patient's body. The hemostatic valve damage issue which was originally reported is assessed as non-reportable, however, bwi became aware on 28-may-2026 of the hemostatic valve blood leakage issue and have assessed the hemostatic valve blood leakage issue as reportable. The awareness date for this record is 28-may-2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).